Event description:
It was reported that patient's ipg is protruding and causing pain at the ipg site. The ipg has not broken through the skin at this time. Further intervention is pending.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.